Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level ranged from 93 to 137 mg/dl. A couple of pump system checks showed the cartridge and infusion set were functioning as expected. There was no reported damage to the cannulas. After the last occlusion, the customer changed the infusion set site and resumed insulin delivery. The customer was to continue to use the pump to manage diabetes.

Manufacturer narrative:
The investigation has been completed and the reported issue was verified in the pump logs. No device issue was identified that was related to the occlusion. Device testing found damage to the usb pins.